Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: it is assumed that the camera cable was broken, which prevented normal image output, resulting in the generation of noise a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was observed that during the device evaluation the camera head exhibited noise in the image. There was no patient involvement.